Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope, due to deterioration of coupled charging device. The specified resolving power is not obtained. The nozzle had foreign objects, bending section cover or distal sheath rubber had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the bending section rubber had a leak during user handling and water invaded the subject device. This caused adhesion of moisture to the objective lens unit and the blurry image temporarily occurred. The legal manufacturer was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the investigation results, olympus confirmed that foreign material remained in the device, but the type of material or root cause could not be identified, and a definitive root cause cannot be determined. Since the user detected a leakage, reprocessing could not be completed, resulting in material remaining at the nozzle and a-rubber. The user had reported the occurrence of the leakage. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. " "chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." "- IFU states as below to contact olympus in case leakage was detected. Therefore, it is not deviation from IFU that the user stops reprocessing in case leakage was detected. Eprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.